Event description:
It was reported that during a da vinci s prostatectomy procedure the monopolar curved scissors instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left blade had fractured at the cross section of the grip cable crimp and detached from the instrument. Half of the cable crimp is exposed and the fracture plane of the blade is nearly straight. The broken left blade was returned with the instrument. No other damage was found.